Manufacturer narrative:
The available information suggests this lead remains in service and will continue to be monitored. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. Noise was also noted with arm movements and with isometrics. No adverse patient effects were reported.